Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung dissection in a laparoscopic video-assisted thoracoscopic surgery, the stapler fired, but the staple line had a poor staple formation and the distal portion of the staple line was incomplete. They used another reload from different lot number and still got the same issue. They used a new staple to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded without difficulty. During testing of the instruments, a skip was noted in the units firing stroke during the first cycle. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.